Event description:
A customer reported a ¿scan timeout/scan error¿ issue with the adc device and as a result, the sensor alarm failed to trigger. The customer experienced sweating, headache, seizure, shaking, and was unable to self-treat, requiring treatment of glucose and ¿gluco jell¿ from both non-hcp and paramedics. The customer was diagnosed with diabetic ketoacidosis and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor(B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader and successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the updated serial number and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan timeout/scan error¿ issue with the adc device and as a result, the sensor alarm failed to trigger. The customer experienced sweating, headache, seizure, shaking, and was unable to self-treat, requiring treatment of glucose and ¿gluco jell¿ from both non-hcp and paramedics. The customer was diagnosed with diabetic ketoacidosis and no further information was provided. There was no report of death or permanent injury associated with this event.